Manufacturer narrative:
Products listed in this section are the software versions currently available. The issues driving the field action impact software versions 3.3.3 and lower. During an investigation into this issue, it was found that when using a multimodule system with at least one onboard vial rack stored in the reagent carousel, there is a potential for the onboard vial rack to be undetected by the system software if operating on software version 3.3.3 and lower. Alinity ci-series system software version 3.4.0 (04v20-23) was developed to enhance the overall system and address this issue. A product correction letter was issued to all customers with installed alinity ci- series system control module (scm) notifying them of the potential performance issue in software versions 3.3.3 and lower. Additionally, the product correction letter informs the customer of the following necessary action that is required until software version 3.4.0 is installed: check the current tab of the reagents screen and ensure no onboard vial rack has a load status of processing. Wait until testing is completed and the onboard vial rack is returned to the reagent carousel.

Event description:
Abbott laboratories has identified a potential performance issue found in the alinity ci-series software versions 3.3.3 and lower. The issue identified was that while using a multimodule system with at least one onboard vial rack stored in the reagent carousel, there is a potential for the onboard vial rack to be undetected by the system software. This may occur after the onboard vial rack has completed testing on a different processing module than the processing module where it was stored. The issue occurs under the following specific conditions. The onboard vial rack is stored on a processing module with a status of idle. The reagent and sample manager (rsm) removes the onboard vial rack from that processing module and sends it to another processing module for testing. While the rack is on the second processing module for testing, the original processing module completes initialization due to a start or run request. The rsm returns the onboard rack to the original module where it is loaded into the reagent carousel but not displayed on the current tab of the reagents screen for that processing module the cal/qc inventory screen displays the onboard vial rack with dashes. In the module and position column, incorrectly indicating that it is no longer stored onboard the processing module. If initialization occurs on the original processing module a second time before any reagents or onboard vial racks are loaded on the reagent carousel, then the undetected onboard vial rack is unloaded to the rsm. If the rsm attempts to load a reagent cartridge or an onboard vial rack into the position that is occupied by the undetected onboard vial rack, this could cause the reagent cartridge or either onboard vial racks to be dislodged and spill, which has the potential for biohazardous or chemical exposure, dependent on the products involved additionally, there is the potential for incorrect patient results if the spill contaminates products in the reagent carousel. There has been no reported impact to user/patient safety or impact to patient management as a result of this issue.

Manufacturer narrative:
This emdr is being submitted as the attachment a (indicated in section d4- serial no) was inadvertently not attached to the initial emdr submission. Attachment a has now been attached to this submission.